Event description:
Information was received indicating that a smiths medical cadd solis hpca pump had accuracy issues were noted, and error code 41100 was displayed on the device. No adverse effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damage. A review of the event history log identified no event for accuracy failure, last error code was 41100. During the functional testing the reported issue was able to be duplicated. The expulsor did not work as intended. The root cause of the issue was unable to be determined. Replaced expulsor assembly and performed calibration and all functional testing.